Manufacturer narrative:
Device received with intermittent button response due to broken trace on keypad assembly. Unable to perform displacement test due to intermittent button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's buttons were not responding properly and sometimes took 10 minutes for the button to work. The customer¿s blood glucose level was unknown at the time of the incident. Customer was doing a manual bolus when he noticed that the buttons are not responding properly. Customer was advised to monitor the time display and they stated that the minutes were changes. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.